Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that tubing leaked.

Event description:
It was reported that the tubing leaked. There was a problem with the tubing leaking twice tonight. It was ruled out that it was a poor connection. They used a new lot number that was in stock to help the patient. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
Additional information provided in section b.5. No product will be returned per customer. The customer¿s complaint that the pcea tubing was leaking could not be confirmed because the product was not returned for failure investigation. A photo of the packaging pouch with the pcea set inside was provided by the customer. No anomalies were observed. The root cause of this failure was not identified.